Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that the patient expired with the cause of expiration noted as "hypoxia brain injury." No further information is available at this time.

Manufacturer narrative:
Approximate age of device: 90 days. According to the information provided, the lvad pump will not be returning for evaluation as it was not explanted from the patient. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.